Event description:
There has been a total of 90 boxes reported to our corporate supply chain. Gloves have been found in the box to have black substance (small and large spots) all over them. Some gloves are in clumps and cannot be separated, some are missing fingers, many rip easily so clinicians have to wear multiple pairs.